Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2014 the patient underwent surgery for implant of an unspecified "bard mesh" (flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. The patient's attorney alleges product is defective and that the patient experienced emotional distress.